Manufacturer narrative:
The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The professional meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 12:01 pm, the result from the patient's meter was 2.6 inr. The result from professional coaguchek xs meter serial number (B)(4) at the doctor's office was 1.8 inr. This test used strip lot 58517611 with an expiration date of 31-jul-2023. The professional meter result was believed correct and the patient's dose was based on this. The therapeutic range was 2-3 inr and the patient tests once per week.